Event description:
Patient allegedly received an implant on (B)(6) 2014 via an unspecified vein due to history of pulmonary emboli (pe) and gastrointestinal (gi) hemorrhage. Device tilt, vena cava and organ perforation, one medial strut perforates the ivc wall 11mm and contacts the aorta is alleged. It has been reported the patient expired on (B)(6) 2018. Per certificate of death, dated (B)(6) 2018, immediate cause of death: metastatic lung cancer. Per an independent review of a (B)(6) 2018 CT (computed tomography) of the abdomen and pelvis: "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. Three (3) anterior struts perforate the ivc wall 4mm, 8mm, and 13mm and contact the bowel. One (1) medial strut perforates the ivc wall 11mm and contacts the aorta. Three (3) posterior struts perforate the ivc wall 9mm, 11mm, and 17mm and reside within the soft tissues. Three (3) lateral struts perforate the ivc wall 6mm, 13mm, and 18mm and reside within the soft tissues. No hemorrhage seen. There is clot seen within the ivc filter and just superior to the filter within the ivc. No fracture fragments are identified".

Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for device perforation. H6 (device code): appropriate term/code not available (3191) for device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava/organ perforation, tilt and clot within inferior vena cava (ivc) filter. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.